Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks to an atrial fibrillation with rapid ventricular response due to under sensing of the atrial fibrillation. Electrophysiology consult was recommended. This device remains in service. No additional adverse patient effects were reported.